Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0tx6g, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-mar-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the rep that during a routine/standard battery replacement per the health care physician (hcp) nurse practitioner, the lead fractured, causing the health care physician (hcp) to replace it; there was a lead revision. The rep reported that there were no environmental/external/patient factors determined and that no troubleshooting had been involved. The rep reported that once it had been determined that the lead fractured, the health care physician (hcp) removed the lead and placed another without issue. The rep noted that the issue was resolved at the time of the report. The rep provided further details of the surgical intervention: the rep reported that while attempting to remove the scar tissue from around the implanted lead, the health care physician (hcp) accidentally pulled too hard on the proximal end of the lead electrodes and this cause the lead to separate at electrodes ½. The hcp then proceeded to remove the lead and place a new lead. The rep stated there were no issues removing or replacing the lead and that unfortunately, the technician disposed of the lead before the rep could collect it to be returned. There were no further complications reported.